Event description:
The facility representative reported to baxter japan a catheter extension set which had tubing separation. This incident occurred during patient use. There was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review could not be completed as the lot number was not provided by the customer. The sample is not available for evaluation; therefore the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.